Event description:
It was reported that as the healthcare provider (hcp) was sliding the boot from the bifurcated extension kit over the lead connection point the lead "frayed" or lost its installation, exposing the internal coil. It appeared as though the installation stretched backwards with no excessive force or strain on the lead. The lead had already been tunneled to the pocket site and had to be removed and a new lead added and tunneled.

Manufacturer narrative:
(B)(4).